Event description:
Patient reported experiencing hyperglycemia of 400-500 mg/dl and wet self-adhesive the day after the infusion set change for the last 2 months in 50% of the catheters he was using. Patient indicates that there is a leaking in the infusion set. Patient stated he does not recall the exact date. Patient reported he was able to self-treat. Patient stated he experienced hyperglycemia of >500 mg/dl last monday and he got up with vomiting and an intense headache; glucose level was normalized in a small period of time. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.